Event description:
The event involved a chemolock¿ bag spike in which the customer reported that stated that the viaflex bag(s) have been punctured after using the chemolock bag spikes and leaked carboplatin chemotherapy drug in the patient administration location. There was no harm reported as a consequence of this event.

Manufacturer narrative:
Possible lot number (plot) - 5521758 manufacture date: 7/1/2021 - expiration date: 7/1/2026. No product samples, videos, or photographs were provided for investigation. A probable cause cannot be identified based on the information that has been provided. Device history review of plot was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.